Manufacturer narrative:
Further investigation on the strip cannot be pursued because there is no lot number and product was not returned.

Event description:
Report received of discrepant inratio values patient's therapeutic range 2.3 - 2.5. On (B)(6) 2016 inratio inr = 4.8; md poc inr = 1.9; lab inr = 1.8. No reported adverse patient sequela.